Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A 12 month review of ict module trending data did not identify any related issues or adverse trends. Nor were any nonconformities for the ict module identified. A search for similar complaints irrespective of ict module lot number produced the current complaint and one additional complaint which involved samples from a patient with cll generating high potassium results with samples collected in lithium heparin tubes compared to finger stick sample results on an I-stat system. The architect system operations manual and ict sample diluent package insert provide information to address the current customer issue. The occurrence of false high potassium results (pseudohyperkalemia) observed with samples from patients with cll is well documented in the literature. In the presence of substantial leukocytosis, clinicians need to be alert to the possibility of a spurious potassium result. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. The falsely elevated potassium results were sample related and due to the patient's cll and extremely high wbc count. The ict module remained in use. However, no systemic issue or product deficiency was identified.

Event description:
The customer reports that a physician is questioning the potassium assay results generated for one patient diagnosed with chronic lymphocytic leukemia (cll) with a wbc count of over 500 k/ul. The patient came through the emergency department on (B)(6) 2016 and generated a serum potassium result of 3.4 mmol/l on an architect c8000 analyzer, sn: (B)(4). On (B)(6) 2016, a second sample generated a lithium heparin potassium result of 8.8 mmol/l (c8000 sn: (B)(4)). On (B)(6) 2016, a third sample generated a lithium heparin result of 7.1 mmol/l (c8000 sn: (B)(4)). On (B)(6) 2016, a fourth sample generated a lithium heparin potassium result of 9.0 mmol/l (c8000 sn: (B)(4)). The customer uses a potassium normal reference range of 3.7-5.9 mmol/l. The customer stated that the physician want to see if the treatment he was giving the patient might be causing the elevated potassium results, although he did not state what the treatment was. Results from a sample for blood gases ((B)(6) 2016) generated a potassium result of 3.5 mmol/l. The customer only knows that the patient is on a sodium chloride IV (on (B)(6) 2016, the patient resulted a sodium result of 135 mmol/l and a chloride result of 105 mmol/l). Controls have been within specifications on all runs. A second sample drawn and tested on (B)(6) 2015, in a gold top serum separator tube generated a potassium result of 3.5 mmol/l (c8000 sn: (B)(4)). The customer verified that the patient was not treated for the elevated potassium results and refused any treatment for their cll. The customer states that the physician had commented that he had seen instances in the past where an extremely elevated wbc count would cause elevated potassium results. There is no further impact to patient management reported.